Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the day of lvad implantation, after the patient was transferred to the intensive care unit (ICU), medical staff noted that the controller display was not complete and the section of the screen where the watts should be displayed was blank. Staff also noted that the controller was extremely hot to touch. The operating room team did not recall if the screen looked like this upon set-up. No damage had occurred to the controller during that time period. The controller was exchanged while the patient was still intubated and sedated. There were no reported issues. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of a line (horizontal) of pixels in blank or off in the controller display, confirming the reported event. However, after replacing the lcd module, the controller display showed the patient information as intended. In addition, the controller's heat dissipation was tested and it was within the specification limit. The most likely root cause of the reported event may be attributed a faulty lcd module. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.